Event description:
It was reported that the (1) tlc55 was used during an unknown procedure. It was reported that the device was fired successfully twice, but would not fire on the third attempt. There was no consequence to the patient.